Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that a patient had surgery on (B)(6) 2026 using stryker products. On (B)(6) 2026, the doctor removed a disposable piece of flowport cannula from the same patient that had broken off and was left lodged in the patient¿s hip. Revision surgery was required.